Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that sometime post graft placement, pseudoaneurysm was formed in a graft rather than the anastomotic site. The patient current status is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review, device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one distaflo graft in two segments pinned to an unknown specimen board was returned for evaluation. Gross visual evaluation was performed. The large graft segment measures approximately 3.5cm, partial beading noted on both ends, both edges of the graft are uneven, and jagged edges. Rust was noted on two of the holes. Small graft segment measures approximately 1.5cm and has uneven and jagged edges. No other anomalies were noted. The investigation is inconclusive for the reported pseudoaneurysm, as the exact circumstances at the time of the reported event are unknown. The definitive root cause for the reported pseudoaneurysm could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g4. H11: h6(result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post graft placement, the graft allegedly had pseudoaneurysm. The patient current status is unknown.